Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 25 nov 19 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 april 2017.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune tka to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain and discomfort. Upon entering the joint, the surgeon identified adhesions as well as significant tightness of the patellar tendon extensor mechanism. The femoral component and tibial tray were revised. The patella was well-fixed and retained after the surgeon debrided peripatellar synovitis and adhesions. The surgeon performed a lateral patella tendon release with peeling to treat the extensor mechanism tightness. The patient was revised with a depuy revision tc3 construct. After removal of the primary attune products, the patient sustained a tibial condylar fracture during tibial resection. There were no additional devices used to treat the fracture, and the procedure was completed without further complications. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.